Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was dim light during use. Another blade was opened and used with success. No negative impact in state of health reported.

Manufacturer narrative:
Adding additional information in section b5: cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2025-00680 and 9610617-2025-00687.

Manufacturer narrative:
Result of investigation: the product (8404zx - c-mac monitor for cmos endoscopes - serial number (B)(6) was not returned for investigation. A review of the complaint history revealed that the highest probability a leak in the adhesive on the tip is the cause of the poor light output. The device passed the quality check at the time of delivery. The most likely cause of the described defect is worn of the adhesive on the tip of the c-mac blade, which was caused by wear during use and by the reconditioning process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and results in poor light output. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
No faults were found during the technical inspection of the 8404zx monitor, and the correct c-mac video laryngoscope was identified, which explained the low light output. Returned date information received on 08/27/2025 added to this MDR the event is filed under internal karl storz complaint ID: (B)(4).